Event description:
A bifurcated device (28-16-140bl) was successfully implanted. When the delivery catheter was fully retracted, the physician noticed that there was a band marker present in the aorta on angio; he then noted that the front sheath was missing from the delivery catheter. The front sheath was retrieved using a balloon without further incident. The pt is doing well.

Manufacturer narrative:
Incorrect bonding. Review of lot records/work orders, prior reports. No issues were noted.